Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number reported, further investigation cannot be completed by the manufacturer. No trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient sought medical treatment from dr. (B)(6) at (B)(6) optical on (B)(6) 2018 after experiencing symptoms of redness, pain and photophobia in the right (od) eye. The patient was diagnosed with grade three central superficial punctate keratitis staining and a corneal ulcer at the 4 o'clock central cornea. The patient was prescribed ocuflox ophthalmic (ofloxacin) and a bandage lens. The patient was seen for a follow-up visit on (B)(6) with improved physical symptoms and improved vision, medication was tapered. The patient presented back on (B)(6) with worsening symptoms and was referred to a specialist. Dr. Jones notes that the patient is a carpenter who works in a dusty, dirty work environment. The patient was seen by dr. Taglia at ltf eye clinic on 17 september where he was diagnosed with a central corneal ulcer and central epithelial basement membrane dystrophy and prescribed moxifloxacin. The patient was seen for a follow-up visit on (B)(6) with improved vision and symptoms, the patient had trace subepithelial haze with no staining, medication was tapered from every two hours to every six hours. Patient was seen for further follow-up (B)(6) with improved vision, corneal ulcer was resolved. The patient was prescribed maxitrol eye ointment to be applied once daily in the evening for ten days with no further follow-up care scheduled.